Event description:
It was reported that the patient experienced his knee locking up, not supporting his weight and the feeling of something loose and floating in his knee. As a result, the patient was revised. During the revision, it was found that the articular surface post had sheared and was floating loose in the knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.